Event description:
This report is based on information provided by a philips call center personnel and asp (authorized service provider) bench technician and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the monitor is a green screen. It is unknown if the event occurred during patient use, and there was no reported patient nor user harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the monitor displays a green screen. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Update: the device was evaluated onsite. It was determined the display needed to be replaced. The display assembly was replaced resolving the issue. The device was returned to full functionality and remains at the customer site. The monitor was returned to philip bench repair facility. Evaluation of the part confirmed the monitor is damaged as it does not turn on and only emits the initialization sounds. The monitor was returned to philips for failure analysis. Visual inspection resulted in no anomalies observed. Functional testing showed that the display screen was cracked. The customer's reported issue of a "green screen" could not be reproduced in the lab; however, it was confirmed that the screen was damaged with cracks across the screen. The part is archived/retention. Based on the information available and the testing conducted, the cause of the reported problem was component failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
This report is based on information provided by a philips call center personnel and asp (authorized service provider), bench repair technician (brt) and failure analysis lab engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the monitor is displaying a green screen. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.